Manufacturer narrative:
Physio-control evaluated the device. We have identified that an incorrect component, u14, was installed into the therapy pcb assembly. In selected circumstances this will cause the device to deliver energy without operator command. The customer's device was replaced. A total of 682 devices were distributed worldwide with the incorrect component installed. Physio-control has implemented a corrective action to repair the distributed devices.

Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and adapter and the device charged. According to the reporter, the device failed to discharge. A backup AED was used in manual mode until a backup monitor/defibrillator was called for and used. The pt was resuscitated.